Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer who reported that an I-stat 1 analyzer became hot to touch. The customer states that the end of handheld that the batteries are in is 'very hot'. Customer states that the analyzer is too hot to use and system is not powering on. The investigation is underway.